Event description:
During a myocardial ablation procedure, a polarsheath was selected for use. During the procedure, blood flowed backward from the check valve and exited the body. The sheath was exchanged for another and the procedure was completed with no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual examination revealed no damage or defects were observed. The functional tests revealed the sheath passed all aspiration, hemostasis, and positive air pressure tests. The root cause could not be determined because the returned device passed all relevant testing. No issues were identified.

Event description:
During a myocardial ablation procedure, a polarsheath was selected for use. During the procedure, blood flowed backward from the check valve and exited the body, so it was handled by replacing the sheath. No patient complications were reported.